Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose. The customer's blood glucose level was 417 mg/dl when customer woke up and at the time of incident blood glucose was 360 mg/dl. It was also reported that the insulin pump was damaged and screen of insulin pump was peeling up. The customer declined troubleshoot for high blood glucose level. The customer was advised to discontinue use of insulin pump. Insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuracy test. No delivery anomalies noted. Unit received with cracked battery tube threads, minor scratches on case, cracked select button keypad overlay, keypad overlay peeling, missing display window cover, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.